Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge tubing was cut. The customer's blood glucose (bg) was over 700 mg/dl with diabetic ketoacidosis and bg was addressed with manual injections. Reportedly, the customer's healthcare provider considered the ketone level to be dangerous/life threatening. The customer went to the emergency room and was then hospitalized. The customer was treated with insulin drip while hospitalized and was released on (B)(6) 2017. A new cartridge was successfully loaded to address the event.